Event description:
The in-situ plate cutting pliers working edge chipped off while cutting a 24 hole midface plate.

Manufacturer narrative:
The reported event could be confirmed. The visual examination showed that a big part of the lower cutting edge and a small part of the upper cutting edge has broken off. The fracture surfaces reveal a straight surface and sharp edges showing a brittle fracture. Therefore the breakage can be tied to a single overload of the cutting edges. Based on the visual examination of the fracture surface, it can be stated that the breakage of the cutting edge happened due to cutting too hard/inappropriate material. The position and the shape of the broken off area of the upper cutting edge indicate that most likely a small object like a k-wire made of an alloy steel has been cut. The in-situ plate cutter is only made for titan plates up to 0.6mm. Therefore the root cause can be attributed to a user related overload. As the measured hardness values of the basic material do not fulfil the related manufacturing specification, a nonconformance was raised to prevent reoccurrence. Although the device did not fulfil the manufacturing specification concerning the demanded hardness, the root cause can still be attributed to a user related overload as the root cause for the breakage of the cutting edge is the inappropriate use of the instrument.

Event description:
The in-situ plate cutting pliers working edge chipped off while cutting a 24 hole midface plate.

Manufacturer narrative:
Device not returned for evaluation. If additional information is received it will be reported on a supplemental report. Product not returned.